Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had an aneurysmal right iliac artery. The patient was treated with another manufacturer¿s device and the event resolved. The patient's current physician stated that the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.